Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during an interventional procedure, during pre-dilatation, an armada balloon dilatation catheter was advanced to the moderately tortuous, mildly calcified, superior, mesenteric artery lesion without difficulty. The balloon was inflated to nominal, but would not hold pressure and there was contrast seen leaking from the proximal balloon towards the guide wire port. There were no issues with preparation reported. The armada bdc was removed without difficulty and a fox sv bdc was used successfully for the pre-dilatation. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis confirmed the reported leak at the hub when a proxy indeflator filled with water was used to pressurize the balloon catheter. The root cause of the hub leakage was identified as a combination of shrinkage of the adhesive material during the bonding process and the annular space availability. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed. As an immediate corrective action, an additional inspection was implemented in the manufacturing process. While abbott vascular is continuing to evaluate an alternative adhesive material to further mitigate the occurrence of the reported issue, the overall risk remains low with no reported patient effects, consistent with the product risk assessment documentation. The adhesive selection, process development, validation, shelf life studies, and regulatory approvals are expected to be completed over the coming quarters to determine if a new adhesive successfully mitigates the occurrence rate.